Event description:
The instrument was used during a laparoscopic nissen fundoplication. It was reported in using the er320 to ligate gastric hepatic and short gastric vessels, the clips seemed to slide off. They looked like they applied properly, but then it started to bleed and the clips were not attached. Some initially did not form. Two er320's were used. To complete the ligation a lot of cautery was used. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: device returned empty. Based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The intruments were returned empty and locked out. No testing could be performed as the instruments were returned empty. Co strives to understand each incident as it occurs in order to continuously improve the products.